Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the broken castor occurred due to multiple impacts. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No further information was provided by the customer. The subject device was returned for evaluation and the customer¿s reported problem was confirmed. The device evaluation the right rear castor was broken off from the working station. It was also found that the lcd arm cable guide and the corner bumper were missing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the workstation caster wheel fell off. The damage occurred during logistics transportation, and the damaged castor was found in spare inspection center there were no reports of patient harm.